Manufacturer narrative:
Evaluation summary: the turbohawk was received for evaluation. No ancillary devices or cine images from the procedure were received. The turbohawk ths-lx-c was received separated from its cutter driver unit and along with its flushing tool. The distal cutter assembly was received separated at the cutter assembly hinge pin. The hinge pins were accounted for. Biological debris was noted distal to the cutter window. Ribbons of polymer debris were noted proximal to the cutter window in the cutter assembly. The source of the polymer debris is unknown but is thought to have come from the ancillary devices such as the support sheath. A 6f support sheath was used while the carton label indicates that the minimal sheath size is 7f. Also the device was used to shave a lesion within a stent. The instruction for use indicates that use of the device for in-stent restenosis in peripheral vascular sites is contraindicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a turbohawk with a non-medtronic 6f sheath and spider fx to treat a moderately calcified lesion shaving in stent in the superficial femoral artery(sfa). IFU was followed and the device was prepped without issue. There were no issues noted with device prior to use. It was reported that the device broke in half upon removing it from the sheath. No component embolised in the patient. The procedure was finished when the device was removed from the patient. No deformation of the cutter was noted. No damage to the stent was reported. No patient injury was reported.